Manufacturer narrative:
Additional information was received that the patient was prescribed with antibiotics. The battery site was healing as expected and the patient was doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patients battery site was not healing following an upgrade procedure. The physician stated that there was a ridge where the skin did not properly adhere. No device malfunction was suspected.

Event description:
A report was received that the patients battery site was not healing following an upgrade procedure. The physician stated that there was a ridge where the skin did not properly adhere. No device malfunction was suspected.